Event description:
The st. Jude medical rep reported that the lead was explanted due to rv perforation, which resulted in capture and sensing anomalies. It was reported that at the implant in 2004, the physician had difficulty placing the lead into the right ventricle. The lead was placed in the apex of the heart. The physician did not have a problem extending the helix. The pt came in for a follow-up 11 days later, and reported not feeling well. The lead was going to be replaced. However, the pt was sick. When the pt was stable, the lead was explanted.